Manufacturer narrative:
The insulin pump was received without the original belt clip. Unit had broken belt clip slot at battery tube threads area, cracked battery tube threads, broken reservoir tube lip and cracked case at display window corner.

Event description:
Customer called to report the insulin pump had been dropped due to a broken belt clip. Blood glucose reading was over 150 mg/dl. The customer mentioned that the battery compartment had a crack and missing plastic. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.